Manufacturer narrative:
The event occurred at national heart center of (B)(6). The patient remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the patient experienced multiple low speed operations which lead to pump stoppages lasting a couple of seconds. It was also reported that the patient experienced ''giddiness, syncope and fits'' during the events. The patient was admitted into the hospital and received a pump exchange.